Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed in the logs that several motor stalls and recoveries occurred. Tube set alarms were noted in the logs also. A pump replacement was planned. The medication being delivered via the device system was not reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.